Event description:
It was reported that the customer was hospitalized with 860 mg/dl blood glucose, diabetic ketoacidosis and kidney failure. Customer was wearing the insulin pump at the time of hospitalization. The customer's sensor was reading 120 to 140 mg/dl while his blood glucose was over 600 mg/dl. No further details were provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch reports # 2032227-2015-13064 and 2032227-2015-13117.